Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working; fluid loss was suspected. The patient was experiencing urinary incontinence. All components were removed and replaced. Upon device explant, damage to the tubing was observed which is the suspected cause of the leak. No patient complications were reported.